Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that a healthcare professional (hcp) was unable to connect to the activa implantable neurostimulator during a session with a patient in the office. The activa device had not been interrogated since 2022. The hcp attempted to use another tablet to connect to the percept implantable neurostimulator successfully but was still unable to connect to the activa device. The patient left the office before further troubleshooting could be conducted.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician during follow up to obtain additional information, it was asked and the customer declined to provide model/serial numbers for the associate devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that it was determined that the communicator simply needed new batteries. Once that was done, they were able to connect to the patient¿s device. The issue has been reported to be resolved and was confirmed with the healthcare provider (hcp).